Event description:
It was reported that the t button was not working and the device's screen failed to turn on without being connected to a power source. There was no adverse impact to the customer's blood glucose level. The device is being returned, and a replacement pump was issued to the customer. No information was provided regarding insulin therapy in the interim.